Event description:
Mother of patient, reported two incidents where the infusion set tubing separating at the luer lock connection. The first incident, patient's blood glucose was elevated into the 200's mg/dl, her normal range is 80-170mg/dl. The next day, the patient's blood glucose elevated to 470 mg/dl. On both occasions upon examination,tubing was found to be separating from the luer lock. To address each event, infusion sets were changed and a bolus was given. During the second incident, paitents blood glucose rose into the 500's mg/dl a couple hours after addressing the issue. Mother reported patient vomiting nd testing positive for ketones on a home test. No medical assistance received to address this issue. Product was discarded and therefore unavailable for return.

Manufacturer narrative:
H6: product not returned for evaluation.